Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, the main screen of cardiosave intra-aortic balloon pump (iabp) was failing. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g1 contact person mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue and saw a pink display at start up, and yellow in clinical mode. The fse replaced the display lcd. The unit passed all functional and safety tests and was returned to customer the failure analysis and testing dept. Received part lcd display serial number n/a with a reported unit failure of the main screen is failing with a pink screen at startup and yellow in clinical mode. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part into the cardiosave test fixture and tested the display to factory specifications and the cardiosave service manual. The fat dept. Booted the cardiosave into clinical mode and performed an autofill to allow the cardiosave to pump. After an hour of run time the display did not fail. The display passed testing. The fat dept. Could not confirm the complaint of the display failing. The fat dept. Did not observe a pink screen at startup, and a yellow screen in clinical mode. Retaining the display in the fat dept.